Event description:
Additional information was received that the right ventricular (rv) lead pacing impedance measurements continue to be high and out of range at greater than 2000 ohms. It was also noted that the threshold measurement has been high for several years. Boston scientific technical services (ts) reviewed data from the remote home monitoring system and found that after a gradual rise in impedance measurements, it reached 2000 ohms 10 months earlier and continued to rise. Ts reviewed the information with the field representative who would discuss options with the physician. No further information is available at this time and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient's home monitoring system detected recurrent alerts for high, out of range right ventricular pacing lead impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Boston scientific technical services (ts) recommended to bring patient in for threshold and impedance testing while doing isometrics or pocket manipulation. No additional information obtained. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) pacing impedance continues to be high and out of range and the threshold also continues to be high. Boston scientific technical services (ts) was contacted and discussed that any action would be up to the physician since it was noted that the patient is zero percent paced in the ventricle. The patient was brought into the office where the high out of range pacing impedance measurements of greater than 2500 ohms were able to be replicated. A save memory to disk was performed and found that the pacing impedance measurements for the rv lead were all saturated, shocking impedance measurements remain unaffected. An x-ray was taken which did not reveal any significant findings. At this time the physician has opted to continue to monitor the patient. The rv lead and device remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.